Manufacturer narrative:
Earrings were not returned to the MFR for evaluation.

Event description:
Customer claims to have had ear pierced with the inverness ear piercing system on 1/21/1998. She sought medical attention for an infection at the ear piercing site on 1/31/1998. She was prescribed antibiotics.